Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found within specification in relation to the system error 350, which was not reproduced. System error 350 was confirmed through a review of the event history log. According to the baxter spectrum pump service manual, the symptom can be cleared by turning the pump off and removing the battery.

Event description:
It was reported that a spectrum pump displayed system error 350 during therapy (medication, programmed amount and delivery rate unknown). The customer also stated that the device was swapped out after a delay of 30 minutes and that there was no patient injury.